Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in resetting the pump, providing necessary instructions, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the problem reappeared.